Event description:
This morning during 3 vessel bypass graft the bubble trap on a high flow warmer exploded when volume was given to a patient with low b/p. This caused product to spill to the floor when the patient was in need. Another warmer needed to be set up to support the patient.